Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Gracient a et al ¿¿rendezvous technique for treating biliary fistula¿. Off label use: an 8-cm biliary fully-covered self-expanding metal stent was inserted, in order to decrease pressure on the biliary duct. In order to avoid migration, a 14-cm duodenal covered stent (hanarostent®, life partners (B)(4)) was positioned next to the biliary stent¿s distal portion. Next, a 12-cm, 8.5 french plastic cotton-leung biliary stent (cook (B)(4) ltd) was placed into the covered self-expanding metal stent through the duodenal stent (in order to avoid migration of the latter) and located next to the inlet of the external drain. After bile flow through the external drain had fallen significantly (by day 7 following the combined procedure), the drain was clamped and then removed a few days later. The stents were removed 45 d after their implementation.

Manufacturer narrative:
Device evaluation: the clso-8.5-12 device of unknown lot number involved in this complaint was not available for return to cirl, therefore a document-based review will be completed. This file is being created to capture off label use as the stent was placed in a created prosthetic duct, not the natural biliary anatomy. Documents review including IFU review: prior to distribution all clso-8.5-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records could not be completed as the lot number is unknown. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the use of the device in a created prosthetic duct is not a stated use as per the IFU and therefore has not being tested in a clinical setting. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside its stated intended use in this case a created prosthetic duct, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome: no adverse effects reported based on off label use of product. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.